Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker and right atrial (ra) have been exhibiting low out of range pace impedance measurements, resulting in a lead safety switch (lss). The atrial impedance values have consistently been in the low 200 ohm range since the pacemaker implant. Technical services (ts) was consulted and suspected an insulation issue, especially considering how long the lead has been implanted for. Technical services (ts) has recommended further testing in the clinic with both bipolar and unipolar configurations and has suggested that the device may need to be kept in unipolar configuration if the bipolar configuration still shows impedance values below 200 ohms. This pacemaker remains in service. No adverse patient effects were reported.